Manufacturer narrative:
Weight, ethnicity, race- unk. This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Work order search: one similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -8.5 diopter, into the patient's right eye (od) on (B)(6) 2018. On (B)(6) 2019 the lens was exchanged with a different model and same size lens due to refractive surprise. The problem was resolved. The cause of the event is reported as unknown.

Manufacturer narrative:
Device evaluation: the lens was returned dry in a lens case/ vial. Visual inspection found no visible damage to the lens. Dimensional and functional inspection found the lens to be within specifications. Claim#: (B)(4).